Event description:
It was reported that stent damage occurred. The 90% stenosed, 28x3.5mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x28mm promus element ¿ drug eluting stent was advanced to treat the lesion but the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination found stent struts in the centre of the stent were raised off the balloon material and bent towards the tip of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The tip of the device was examined and there was no issue with its profile. The balloon cone profile was reviewed and no issues were noted with the overall balloon profile. The balloon was tightly wrapped, evenly folded and not subjected to positive pressure. A visual and microscopic examination found no issue with the inner and markerband profiles that could have contributed to the complaint incident. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28x3.5mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 3.50x28mm promus element ¿ drug eluting stent was advanced to treat the lesion but the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).